Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing. When the pump was returned to mmdg for evaluation, it under infused at a rate that mmdg considers reportable. The initial reporter stated that the complaint had not had any effect on a patient. The volumetric accuracy failure was discovered at moog. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump motor had failed, which caused the pump to under infuse. The pump was serviced to correct the issue.